Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and log files were submitted for review as well as downloaded. A review of the log files showed overlapping events spanning approximately 8 days (B)(6) 2020 per timestamp). The events occurring on (B)(6) 2020 took place during lab testing at abbott. Intermittent atypical low voltage advisory alarms were active on (B)(6) 2020 at 18:49:39 ¿ 20:47:11 and on (B)(6) 2020 at 10:42:36 ¿ 10:47:06 while connected to battery power. These alarms coincided with fluctuating rsoc voltage readings on the white power cable; which were not coincident with power source exchanges. The 14v li-ion batteries were not fully charged when these alarms occurred on (B)(6) 2020 at 18:49:39 ¿ 20:47:11 and on (B)(6) 2020 at 10:47:06. The alarms cleared shortly after activating. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2020 at 16:06:30 for a controller exchange. There were no other notable alarms active in the log file. The system controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. The reported event was unable to be reproduced during testing. Additional information provided on 28sep2020 stated that the alarms resolved after the primary controller was exchanged. The root cause of the atypical low voltage advisory alarms was not able to be conclusively determined through this analysis. Incidental findings included atypical power cable disconnect alarms and a dim pump running led. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the hospital due to the system controller presenting with low voltage advisory alarms despite being connected to fully charged batteries. The patient went to the hospital and the team decided to exchange the controller. The alarms reportedly resolved after the exchange.